Event description:
During a laser ablation with use of laser fiber ball tip 200 broke off in patient. Fiber was still able to be used and procedure continued. The doctor surgeon on record discussed with olypmus representative that if visualized this is typically removed. But since so small doctors will let it pass. After procedure, the doctor looked back in the patient and was unable to locate the broken fiber tip. Manufacturer response for laser fiber, soltive super pulse laser fiber 200 ball tip (per site reporter). No response yet.